Manufacturer narrative:
(B)(4). Method: the two complaint rt380 circuits were received at fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of the expiratory limbs revealed that sections of the tubing was cracked and brittle. The damaged portions of the limbs were discoloured a light yellow colour instead of the usual white. Conclusion: we were unable to determine what has caused the expiratory limbs to crack. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that cracking was noticed in the expiratory limbs of two rt380 evaqua2 adult breathing circuits during the ventilator leak test prior to patient use.